Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2026. The ventricular assist device (vad) emergency line was contacted with report of the patient passing and flows of 0.9. The patient was recently hospitalized with altered mental status (ams), and driveline infection. The patient was transitioned with tracheostomy/ventilator dependency.

Event description:
It was later reported on (B)(6) 2026 that the patient passed away on (B)(6) 2026, and log files were sent for review. The log files captured low flow events starting on 16may2026 at 00:04 and continued until the vad was disconnected on 16may2026 at 01:37. The estimated flows were as low as zero at times during the low flow events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.